Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported  postoperatively that the right atrial (ra) lead exhibited suspected loss of capture on the next day check. The ra lead remains in use. No patient complications have been reported as a result of this event.